Event description:
It was reported that the customer has been hospitalized twice due to diabetes ketoacidosis within a month. The blood glucose reading was 680mg/dl. Troubleshooting was performed. The mother stated that the customer was vomiting prior to her admission. The time, date, and bolus wizard settings were correct. Reviewed the bolus history and found missing bolus for one day. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.